Event description:
It was reported during the procedure of acute ischemic stroke case, the ptfe coating of the subject guidewire peeled off. The device was replaced and the procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.

Manufacturer narrative:
H4 manufacturing date ¿ added d4 expiration date - added due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information indicated that no anomalies were noted to the device during initial inspection and preparation, the device was prepared as per the dfu, the guidewire tip was shaped, and the issue occurred while inserting the subject guidewire into the catheter hub using the introducer. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, an assignable cause of undeterminable was assigned to both as analyzed and reported events. The device is not available to the manufacturer.

Event description:
It was reported during the procedure of acute ischemic stroke case, the ptfe coating of the subject guidewire peeled off. The device was replaced and the procedure was completed successfully with no clinical consequences to the patient.